Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a hyperglycemic event. The patient¿s cgm displayed 357 mg/dl, a fingerstick was performed and the bg meter displayed hi. There were no specific symptoms reported, however the patient¿s mother decided to take the patient to the hospital due to the high readings. The reporter did not provide any further information regarding symptoms, treatment, or duration of stay at the hospital, but it was stated that the patient was hospitalized and that the sensor was removed at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.